Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2011. The device failed a self-test due to a low battery on the (B)(6) 2011 and the on the (B)(6) 2011. An increase in voltage suggests in (B)(6) 2013 suggests a further pad-pak was installed with the device passing a self-test. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken including the excess current drain would further confirm a failing membrane. The green status led was found to be constantly lit. This is a further symptom of membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.